Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this device was explanted and replaced without incident.

Event description:
Boston scientific received information that three months ago this cardiac resynchronization therapy defibrillator (crt-d) had a battery status of middle of life 2 (mol2). Recently the device could not be interrogated and had no outputs. Premature battery depletion was suspected. The device will be replaced soon and returned for analysis however as of today it remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device could not be interrogated. The battery monitoring voltage was noted to be lower than expected. The device case was opened and arcing damage was observed in a portion of the internal circuitry. Further detailed analysis found the internal arcing resulted in damage to the analog integrated circuit. This damage resulted in the device¿s inability to power up. The identified arcing damage destroyed any evidence that would aid in confirming a root cause. As such, the root cause for the internal arcing could not be determined.